Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a 2.5x15mm xience v stent was successfully implanted in the right posterior descending (rpd) coronary artery lesion. On (B)(6) 2015, the patient went into cardiopulmonary arrest and expired. Per study physician, the event was unknown if related to the implanted stent and index procedure. There was no reported hospitalization, no reported imaging and no autopsy. There was no additional information provided.